Event description:
It was reported that patient received inappropriate therapy for supraventricular tachycardia. The av interval delta discriminator had incorrectly diagnosed a vt when p-waves were being intermittently undersensed. Programming change will be discussed with physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.